Manufacturer narrative:
H4: synthes is unable to determine the MFR site or the MFR date without a lot number. H3, h6: no investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
Two implanted atb screws were noted as broken on x-ray. Pt was implanted with 2 atb plates, 1 at l4-l5 and 1 at l5-s1 as a revision of a posterior fusion. Prior to this surgery, 2 cages and the posterior hardware were removed. X-ray taken noted the 2 screws at l4 were fractured. The hardware has not been removed from the pt.